Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be jumping and depleting quickly for the past six months. Reportedly, the battery gauge jumped from 5% to 75% after a few minutes of charging. The customer's blood glucose (bg) level was 300 (mg/dl). An insulin pen injection was administered to address bg level. Review of the pump data logs by tandem technical support showed the battery gauge jumped from 50% to 90% without being charged. Reportedly, the customer had manual injection supplies as alternate insulin therapy.